Manufacturer narrative:
The device has not been returned to the MFR for eval. A lhr review is not possible; the mfg lot number that was provided is an incorrect mfg lot number.

Event description:
Per medwatch: hickman line rupture during flush. No other info provided.